Event description:
It was reported that the 8110 syringe module was requested for repair as failed preventative maintenance for plunger issues.

Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced tube drive, rear case, barrel clamp, wiper seal, small/large gear claw, lt/rt iui and lower housing. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 1/17/2017 to the present date 10/15/2020 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair. Also, there was a production failure [cosmetic defect] which does not correlate to the customer reported issue. The proximate cause of the reported issue was due to wear on the tube drive of the carriage assy.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the 8110 syringe module was requested for repair as failed preventative maintenance for plunger issues.